Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited small r-waves. Repositioning of the lead was attempted but the helix became stuck in the ventricle and would not retract. The rv lead was capped and a replacement was implanted. No patient complications have been reported as a result of this event.